Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula observed to be shortened, flattened, and torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. It could not be conclusively determined if the cannula damage is linked to the reported event. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 19.2 mmol/l (345.6 mg/dl) while wearing the pod between 5 and 24 hours on the leg. No information was provided on how hyperglycemia was treated.